Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5172737.

Event description:
Voluntary medwatch received states fracture high pacing and defibrillation impedance, and high capture thresholds. The lead remains implanted without adverse patient consequences reported.